Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional, and no problem was detected.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the force bipolar instrument was very difficult to manipulate, and the instrument tip had severe slack. The force bipolar instrument tip was stuck at the trocar during removal. The customer replaced the force bipolar instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use. The instrument was not in strong grip mode at the time of the event. The jaws were not stuck in a closed position. The site discovered the instrument had a dislodged grip, and they had difficulty removing the instrument from the cannula. There was no issue with the instrument pin. The site was able to remove the instrument through the cannula while the cannula was still docked to the patient. It was confirmed there was no damage to tissue or bleeding that occurred due to the incident.